Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from an unspecified location. The patient¿s shirt was wet at the extender, but not at the exit site. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for forty-three (43) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: unknown (previously submitted as (B)(6)). Correction made to e3: occupation: nurse (previously submitted as non-healthcare professional). Additional information was added to d9, h3, h6, h11: h11: the device was received for evaluation with a mini cap attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, clamp function were performed and there were no issues or leaks observed. Integrity of the seal surface was performed, the patient adapter was tightened to an in lab titanium adapter and leak tested with no issues or leaks observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, e1: initial reporter facility name, e1: initial reporter address, e1: initial reporter city, e1: initial reporter postal code, f10/h6: component codes, h6 and h11: b5: during follow up, it was clarified that the leak occurred at the catheter adapter/silicone tubing. The transfer set was replaced as a result of the issue. E1: initial reporter postal code: (B)(6). F10/h6: component codes: g04034, g04134 (previously submitted as g07001). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.